Event description:
The customer reported that the ventilator exhibited a vent inop error and alarmed. The customer reported that there was no patient involvement or reported patient harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech inspected the device and duplicated the customer reported problem. The service tech replaced the exhalation flow sensor to correct the problem and the unit passed per operating specifications.